Event description:
It was reported that the right atrial (ra) and right ventricular (rv) pacing leads had been explanted and replaced due to a discovered cardiac perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; pm2210 competitor implantable pulse generator (B)(6) 2013. (B)(4).